Event description:
It was reported that pericardial effusion occured at implant. During implant, the rv lead was placed and had to be repositioned due to high thresholds. The physician attempted to cannulate the coronary sinus when the patient's blood pressure began to drop. The physician capped both the rv and ra leads. No further surgical intervention was needed. The patient was stabilized.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.